Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the medical control unit for endosurgery could not control the light source for endosurgery, the image was not visible and there was no power. The issue occurred during an unspecified procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR) as there were no reportable malfunction related to the subject device captured in this complaint. The initial medwatch incorrectly reported that the subject device could not control the light source for endosurgery and the image was not visible. The customer only alleged that the subject device did not have power. The customer confirmed the event occurred prior to a procedure and there was no delay or impact to the patient. Per the legal manufacturer, this issue of no power is not likely to cause or contribute to death or serious injury if the malfunction were to recur.